Manufacturer narrative:
Upon initial receipt of complaint and based on the information received at the time, the case was reviewed by bioventus chief medical advisor. He did not deem the reaction to be an acute hypersensitivity to the gel as the affected area was missing rash/blisters. The patient was advised to use mineral oil instead of the bioventus ultrasound gel as indicated in the IFU. On october 28, 2015, additional information was provided in the form of pictures. Our chief medical advisor reviewed the pictures and the limited information and determined it to be "contact dermatitis". Bioventus is not aware of any remedial action taken by the treating physician that is relevant to the care of the patient. Follow up with the patient and treating physician was unsuccessful and no additional information could be obtained. According to the instructions for use, some patients may experience mild skin irritation caused by skin sensitivity to the gel. It is recommended that the patient switch to mineral oil as a coupling agent. To date, this is the first case received for exogen bioventus ultrasound gel where the patient suffered a more severe case of application site rash/contact dermatitis. Hypersensitivity to the gel is a known adverse event and typically not serious; however, in this case, is deemed reportable as it is more serious and might leave some permanent damage due to potential scarring and/or skin discoloration.

Event description:
Adverse event: application site rash/contact dermatitis a complaint was received from a patient in (B)(6) on (B)(6) 2015 reporting an allergic reaction to the gel. According to the patient, he started treatment with exogen device and used the bioventus ultrasound gel as a coupling agent on (B)(6) 2014. He treated once per day. On (B)(6) 2015, the patient experienced an allergic reaction at the tibia (application site). The reaction appeared like a site rash which possible for some patients to develop as a reaction to the gel. At the time of the report, the patient stated he had not been to the physician for the allergic reaction; therefore, the treating physician's opinion on causality could not be obtained. On october 28, 2015, additional information was received from the patient indicating the application site rash was more severe case of contact dermatitis which is caused by a hypersensitivity to the coupling gel.